Manufacturer narrative:
The customer¿s product has been returned and is undergoing investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, the cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and evidence of burn marks and major damage to the usb port was observed. An extended investigation was performed. Visual inspection has been performed on the returned reader and damage to the usb port, severe burnt marks on the lcd touch screen and a melted casing was observed. The returned reader did not power on with button depression, cable and strip insertion. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and liquid contamination was observed on the pcba. The moisture indicator inside the reader casing was found to be turned into red, which indicates the significant liquid contamination. Severe burn marks on battery connector, wires, piezo disc on battery, strip port and multiple components on the pcba were observed. The device's screen was found to be severely burnt, and a swollen battery was also observed which indicates the critical damage to the battery. Due to the extensive damage, event log was unable to be extracted and power consumption test of the returned reader could not be conducted. The extent of the fire damage was found to be destructive and caused by the customer. The returned reader was exposed to microwave frequencies and caused severe burn damage to the reader and pcba. Therefore, this issue is not confirmed to use. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.